Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient's baseline pericardial effusion grew larger after a steam pop (and subsequent cardiac perforation) was noted while ablating the mitral isthmus during an afib ablation. There was an impedance spike prior to, or simultaneously with, the steam pop that the physician noticed. The smartablate generator automatically stopped ablating in response to the impedance spike. High force readings were also reported on the carto 3 system in this area. Ablation was performed with 50 watts power, 15 ml/min irrigation rate at the time of the steam pop. About five minutes later the growing effusion was reported on intracardiac ultrasound. The procedure was stopped at this point. The patient received a pericardiocentesis, pharmaceutical intervention, and a possible blood transfusion. The patient was hemodynamically stable at the time of the call. The physician indicated that bwi products may have contributed to the steam pop, perforation, and effusion growth. Additional details regarding the event: the physician¿s opinion on the cause of this adverse is that it was a possible bwi product malfunction. The medical intervention provided was pericardial sac drainage with removal of 2l of fluid and blood transfusion. The patient has fully recovered with no residual effects from this adverse event. The patient stayed overnight, but could have likely stayed anyway due to ablation. The patient has a history of persistent af. A smartablate (fg-5400-00) generator was used with the serial number (B)(4). A transseptal puncture was performed with a baylis needle. Effusion noted at end of ablation session. An irrigated catheter was used in the event, the flow setting was 15ml. Correct catheter were settings selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used the parameters for stability used were 2.5 sec at 3gm 25% at 3 gm. No additional filter was used with the visitag and tag index was used as a color option. Steam pop is not MDR-reportable. High impedance is not MDR-reportable. Force issue is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient's baseline pericardial effusion grew larger after a steam pop (and subsequent cardiac perforation) was noted while ablating the mitral isthmus during an afib ablation. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the smart touch sf (bidirectional). Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device [30676884l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. No malfunction was observed during the product analysis. The instructions for use have the following recommendations: - careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - it is important to carefully follow the power titration procedure as specified in the instructions for use. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. Also, the instructions for use contain the following warning stated in the carto 3 system manual for magnetic/force sensor issues, which was performed for this product: if the problem persists, replace the catheter cable or the catheter. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4)